Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 23-may-2016 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the drawer 4.1 was not detected on bus solenoid was shorted, control board was broken. A field service engineer replaced control board, retractor cable and new drawers were installed to resolve the issue. The system functioned as intended after the field service engineer troubleshot the device. The system functioned as intended after the field service engineer troubleshot the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary drawer 4.1 was not detected on bus. User tried to reboot and recover but the issue persisted. There were no adverse events or injuries reported based on this event.